Event description:
Following completion of dialysis, the pt was removed from dialysis and the machine placed in heat to disinfect. The pt got up to use the restroom and removed the water hose from the sink to wash his hands. This caused water flow to the machine to cease, the hydroblock assay to overheat, and begin to smoke. No flames were seen. Some pt evacuation resulted. No pt or employee injury resulted.